Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening on anterior, red and black particles in the shell, and white calcification in the shell. A visual and microscopic analysis was performed which identified striated opening on anterior and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Manufacturer narrative:
Continued e1 (mobile number): (B)(4). Continued additional e1 email address: (B)(6).

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.